Manufacturer narrative:
(B)(6).

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop filter on administration set leaked. No adverse patient events reported.